Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device withheld treatment for vt because it classified the episode as svt (supraventricular tachycardia). The patient is having pacs (premature atrial contractions) prior to vt and the device is not seeing enough of a rate change to classify vt. The device remains in use. No patient complications have been reported as a result of this event.